Event description:
It was reported that the patient's right atrial (ra) lead was not sensing or pacing after being dislodged during a heart catheterization. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant medical products: 310c29, tissue valve; implanted: (B)(6) 2015. (B)(4).